Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a drain bag broke and leaked during patient treatment. Once with one liter of saline unto the floor and again with two liters. This was observed when the patient was taking down the bag from the hook. There was patient involvement, however there was no injury or medical intervention reported event. No additional information is available.